Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device with a 6f sheath after a percutaneous transluminal stenting procedure. Reportedly, as the vessel locator wings were pulled to have the wings against the vessel wall, the device became slightly stuck. The device was pushed very carefully to release and then pulled back to the vessel wall. The rest of the clip deployment steps were completed successfully. The starclose se clip achieved hemostasis. However, after taking a control x-ray of the stent, it was noticed that a previously placed stent (two days prior) in the right external iliac to right common femoral (ending 5cm above the bifurcation) was pulled down and ruffled by interaction with the vessel locator wings. Because pulsatile blood flow was good in the artery, no treatment was given. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Femoral angiogram results noted calcification was present at the access site. It should be noted that the starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. The investigation determined the reported difficulties appear to be related to user error. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: starclose se used in the mildly calcified right common femoral artery.